Manufacturer narrative:
The brake casters were replaced by the technician to resolve the issue.

Event description:
The technician alleged that when the brakes were activated, the brake casters did not hold. No pt impact.